Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the returned gds had an airflow sensor u1 with an offset that caused the air and o2 flow accuracy tests to fail at the 10 lpm test point. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement. The event date was not specified, estimate used.